Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a broken hinge on screen, there was no patient involvement.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "broken hinges on screen". A getinge field service engineer (fse) had evaluated the unit and replaced the display,upper hinge cover (B)(4) and fse also performed the a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for the clinical use. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken hinge on screen.